Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced persistent reflux symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti reflux procedure and linx device implantation occurred (B)(6) 2012 without issue. One year post-explant, the pt had full resolution of germ symptoms. Uneventful device explant on (B)(6) 2014. Pt in satisfactory condition after explant.